Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the procedure completed? The procedure was reported as a lap abdominoperineal resection (apr). Please confirm that this was the surgical procedure being performed. If so, was the apr planned or due to the issues experienced with the circular staplers? Can you please clarify what was meant by, ¿cannot complete the cutting at one time?¿ did the healthcare professional receive audible & tactile feedback when firing the devices? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified? What is the current status of the patient?

Event description:
It was reported that during a lap abdominoperineal resection, the surgeon doctor and the medical assistant cannot complete the cutting at one time. The second with same batch has the same issue. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the procedure completed? By replacing a new product. The procedure was reported as a lap abdominoperineal resection (apr). Please confirm that this was the surgical procedure being performed. If so, was the apr planned or due to the issues experienced with the circular staplers? It was a lar (lower anterior resection). Can you please clarify what was meant by, ¿cannot complete the cutting at one time?¿ at the beginning the healthcare professional tried several times to fire but didn't success, due to the firing handle was too hard to squeeze, the cutting procedure can't be done. Did the healthcare professional receive audible & tactile feedback when firing the devices? Yes, at the end they did received the audible & tactile feedback when firing the devices. Were the donuts inspected? If so, please describe. No. Was a complete washer transection confirmed? Not available. Were there any staple formation issues identified? Yes, a poor staple formation happened. What is the current status of the patient? No patient consequence. Patient is safe and healthy after the procedure. Please provide the status of the second device as it has not been received for analysis. It will not be returned for investigation.